Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04233. It was further reported that catheter entrapment occurred. It was also further reported that during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. Subsequently, during removal, it was noticed that the 300cm journey¿ guide wire became stuck with the balloon catheter and was unable to be removed. Both the guide wire and the balloon catheter were then removed together without difficulties.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with the journey guidewire. The shaft and balloon were microscopically examined. The guidewire was in the lumen with 126cm coming out of the hub and 15cm coming out of the tip. The proximal end of the balloon was bunched-up and the balloon was tightly folded. The tip was damaged. The inner shaft was buckled at the proximal end. The inner was separated 61cm from the tip. The separated ends were jagged and stretched showing the separation was due to tensile force applied. The buckling and the separation were most likely due to interaction with the guidewire. The proximal end of the guidewire had numerous kinks. The high torque sleeve of the guidewire was separated and not returned for analysis. The guidewire was unable to be removed from the catheter due to the buckled shaft and inner separation. The reported balloon burst could not be confirmed due to the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04233. It was further reported that catheter entrapment occurred. It was also further reported that during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. Subsequently, during removal, it was noticed that the 300cm journey¿ guide wire became stuck with the balloon catheter and was unable to be removed. Both the guide wire and the balloon catheter were then removed together without difficulties.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 12 x 10 mm target lesion was located in the renal artery. After a 300 cm journey¿ guide wire crossed the lesion, a 2.0 mm x 150 mm x 150 cm coyote¿ balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The device was completely removed from the patient's body together with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.